Event description:
The user facility reported that during an initial attempt to make a cut during a sphincterotomy, the cutting wire of the sphincterotome broke at the distal tip of the device. The users reported that the cutting wire remained intact and was withdrawn from the patient. The procedure was reportedly completed with the use of a different, but similar sphincterotome. The user reported that there was no patient injury.

Manufacturer narrative:
The user facility is returning the product to olympus for evaluation, which is currently reported to be in transit. The cause of the user's experience cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.